Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through an unspecified quantity of unknown elastomeric devices. It was observed that the elastomeric devices would become clogged after a few days when used with the midline. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: expiration date: change to ni (previously reported as n/a). G4: PMA/510k # or bla #: changed to ni (previously reported as na). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.